Event description:
Customer reportedly received results of 291 mg/dl on the advantage system and 75 mg/dl on a professional meter within 10 minutes. Customer also reportedly received results of 292 mg/dl on the advantage system and 90 mg/dl with a lab draw within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.